Manufacturer narrative:
The product in question will be returned to the manufacturer for evaluation.

Event description:
As per manufacturer incident report #(B)(4) received from the factory in (B)(6). It was reported that there was an issue with the forceps insert. According to the complaint description, the device was used during laparoscopic case. While in use, the instrument nicked a section of the bowel, creating a small tear.

Manufacturer narrative:
Based on the initial investigation, the product history did not show any deviation and the product passed the final inspection. Also, by reviewing the similar complaint and product history data, there is no indication for systematic error.

Event description:
The corresponding manufacturer's complaint reference number for this case is (B)(4).

Manufacturer narrative:
Visual examination of the affected device revealed that there is no error detected and the devices function as intended. The jaw part is manufactured to avoid injuries to the patient. Furthermore, the jaw part was checked for sharp edges or any signs which can lead to an injury caused by the instrument. All edges were found to be rounded or have a chamfer. In conclusion, there is no evidence of damage to the items that would indicate a patient injury related to the device. The injury caused can thus be traced back to a handling error during application. It is assumed that the device has not been handled properly or that it has been used without proper visual control. The device quality and manufacturing history records have been checked for the available lot numbers and were found to be according to our specifications and passed the final inspection. Based on the investigation results, the root cause of the reported issue can be traced back to a usage-related failure.

Event description:
Internal karl storz reference number: (B)(4).